Event description:
No new information.

Manufacturer narrative:
H3: device problem already known. No evaluation necessary.

Event description:
It was reported that, during testing at the user facility, a broken bit was observed inside the device. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.